Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / physical pain / cramping") and menorrhagia ("heavier menstrual cycles that occurred at an abnormal pattern/abnormal mensuration/ abnormal bleeding(menorrhagia)") in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included alprazolam (xanax). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 1 year after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced emotional distress ("emotional pain"), abdominal pain lower ("lower abdomen") and abdominal pain ("abdominal pain"). The patient was treated with anilides, oxycodone and surgery (hysterectomy (partial) on (B)(6) 2014 ,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the emotional distress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, emotional distress, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: unsuccessful occlusion; in (B)(6) 2008: results: total bilateral occlusion.. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received. Concomitant medication and condition added. Events abdominal pain were added. Outcome of the events abnormal bleeding, dysmenorrhea, pain were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / physical pain / cramping") and menorrhagia ("heavier menstrual cycles that occurred at an abnormal pattern/abnormal mensuration/ abnormal bleeding(menorrhagia)") in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced emotional distress ("emotional pain") and abdominal pain lower ("lower abdomen"). The patient was treated with solpadeine (tylenol 1), oxycodone, surgery (hysterectomy (partial) on (B)(6) 2014) and surgery. Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia and emotional distress outcome was unknown and the vaginal haemorrhage, dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, emotional distress, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: unsuccessful occlusion; in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal), dysmenorrhea (cramping), lower abdomen pain. Event outcome was added for the events: abnormal bleeding (vaginal), dysmenorrhea (cramping), lower abdomen pain. Concomitant drugs were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / physical pain / cramping/ pain') in a 30-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst. Concurrent conditions included anxiety, depression, pelvic mass, metaplasia and adenomyosis. Concomitant products included alprazolam (xanax), ibuprofen (motrin) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 1 year after insertion of essure (ess205). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavier menstrual cycles that occurred at an abnormal pattern/abnormal mensuration/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced emotional distress ("emotional pain") and abdominal pain lower ("lower abdomen"). The patient was treated with anilides, oxycodone, paracetamol (tylenol 8 hour) and surgery (hysterectomy (partial) on (B)(6) 2014, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the emotional distress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, emotional distress, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of (B)(6) 2007, discrepancy noted in date of birth (B)(6) 1978. Discrepancy noted in insertion date previously given (B)(6) 2007 now it is reported as (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: 1. Bilateral metallic intraluminal tubal ligation devices are in place, and appear appropriately situated. Occlusion on the right side appears complete. On the left there is passage of contrast in retrograde fashion past the device to fill the proximal fallopian tube.; in (B)(6) 2008: results: total bilateral occlusion.; on (B)(6) 2008: bilateral tubal occlusion devices in place, tubal occlusion is confirmed bilaterally.. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received, new reporter , lab data and lot number were addded incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains / physical pain / cramping/ pain') in a 30-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst. Concurrent conditions included anxiety, depression, pelvic mass, metaplasia and adenomyosis. Concomitant products included alprazolam (xanax), ibuprofen (motrin) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 1 year after insertion of essure (ess205). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced menorrhagia ("heavier menstrual cycles that occurred at an abnormal pattern/abnormal mensuration/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced emotional distress ("emotional pain") and abdominal pain lower ("lower abdomen"). The patient was treated with anilides, oxycodone, paracetamol (tylenol 8 hour) and surgery (hysterectomy (partial) on (B)(6) 2014, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and abdominal pain had resolved and the emotional distress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, emotional distress, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of (B)(6) 2007, discrepancy noted in date of birth (B)(6) 1978 and (B)(6) 1978. Discrepancy noted in insertion date previously given (B)(6) 2007 now it is reported as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: 1. Bilateral metallic intraluminal tubal ligation devices are in place, and appear appropriately situated. 2. Occlusion on the right side appears complete. 3. On the left there is passage of contrast in retrograde fashion past the device to fill the proximal fallopian tube.; in (B)(6) 2008: results: total bilateral occlusion.; on (B)(6) 2008: bilateral tubal occlusion devices in place, tubal occlusion is confirmed bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 19-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 for permanent sterilization. During the years following the procedure, the plaintiff began to experience pelvic pains, as well as heavier menstrual cycles that occurred at an abnormal pattern. The plaintiff did not associate these pains with the devices as a result of the hysterosalpingogram test indicating that the coils were properly implanted. On or about (B)(6) 2014, the pelvic pain and abnormal mensuration caused her to go to a facility for medical attention. As a definitive solution for the problems, the plaintiff underwent a total hysterectomy with a bilateral salpingectomy, on or about (B)(6) 2014. Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during the years following the procedure, the plaintiff began to experience pelvic pains, as well as heavier menstrual cycles that occurred at an abnormal pattern. The hysterosalpingogram test indicated that the coils were properly implanted. Then, seven years after placement procedure, the plaintiff underwent a total hysterectomy with a bilateral salpingectomy. These events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Abnormal menstrual pattern and genital bleeding may occur, as well. Considering events nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Other non-serious event was informed. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.